Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. There was deformation and fracture of the proximal section of the inner coil. The helix was over-rotated causing the damage.